Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10jan2019. Philips field service engineer (fse) could not duplicate the reported issue. Ran unit at set parameters w/ 100% o2, unit cycles normally, no alarms activated, cooling fans are functional, no evidence of o2 leak, internal voltage is stable at .57v, noted high internal o2 alarm code 5003 in log.

Event description:
Customer reported high internal o2 alarm. No patient/user harm reported. Event date not specified; estimate used.